Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for open-heart surgery. Following surgery, it was noted that the right atrial lead exhibited noise and high capture thresholds. The lead was explanted and replaced. The patient was stable before, during, and following procedure.